Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 212mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed, 26mm in length, de novo, concentric, target lesion was located in the mildly tortuous, non calcified and 2.75 in diameter left circumflex (lcx) artery. A non-bsc guide catheter and a non-bsc guide wire were advanced. The lesion was pre-dilated using a 2.25 x 12mm balloon catheter with 25% contrast ratio. A 32 x 2.50 promus premier¿ stent delivery system (sds) was advanced to the promixal part of the lesion; however the device was unable to cross. Physician readvanced the device; however, the stent got stuck in the lesion. Upon removal, "resistance" was encountered. It was noted that the shaft portion of the sds got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed, 26mm in length, de novo, concentric, target lesion was located in the mildly tortuous, non calcified and 2.75 in diameter left circumflex (lcx) artery. A non-bsc guide catheter and a non-bsc guide wire were advanced. The lesion was pre-dilated using a 2.25 x 12mm balloon catheter with 25% contrast ratio. A 32 x 2.50 promus premier¿ stent delivery system (sds) was advanced to the promixal part of the lesion; however the device was unable to cross. Physician readvanced the device; however, the stent got stuck in the lesion. Upon removal, "resistance" was encountered. It was noted that the shaft portion of the sds got kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.